Event description:
On (B)(6) 2011, the director of (B)(6) contacted lifescan (lfs) (B)(4) to report that a nurse at their facility was pricked with a (B)(6) hospital lancing device as a result of the lancet not retracting. This medical surveillance specialist (mss) spoke with the reporter on (B)(6) 2011 and obtained the following information. The reporter claimed that on (B)(6) 2011 at approximately 6am the nurse tested the blood glucose of 5 different patients' in the facility. The patient's blood samples were obtained using the (B)(6) hospital lancing device. The reporter confirmed that each of the patient's were tested with a new lancing device. The reporter stated that after obtaining a blood sample from a patient, the nurse placed the used lancing device's on a tray instead of disposing immediately into a sharp's container. After testing the 5 patient's, the nurse then picked up all 5 lancing devices at one time to insert in sharp's container and that is when she realized she was pricked with one of the lancing devices. The reporter informed the mss that the nurse did not report the incident immediately after it happened. It is not known if she reported the incident later that day or the following day. On (B)(6) 2011 the nurse was sent to get lab work done and get tested for possible exposure to a communicable disease or infection. The reporter stated that the 5 patient's the nurse had obtained a blood sample were also tested. The reporter reported that all (B)(6) tests came back (B)(6) and they were still awaiting the (B)(6) results. Replacement product was sent to the account. This complaint is being reported because the nurse required medical or third party intervention as a result of possibly being exposed to blood-borne pathogen due to unintentional lancet prick.

Manufacturer narrative:
Follow-up # 1 ((B)(4) 2012)-device evaluation: the lancing device involved with this complaint has been returned and evaluated by product analysis on (B)(4), 2012 with the following findings: the lancing device involved with this complaint failed testing. The lancing device was found to have a misaligned spring. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. (B)(6).